Event description:
It was reported that reintubation of a patient was required due to a tracheal tube's cuff not inflating as intended. There was no patient harm reported. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). It was reported that a product specialist supported the user facility with monitoring pressure in the balloon for two weeks in order to identify and assess possible inconveniences. During that time period, there were no reports of any adverse events and the pressure in the balloon was maintained between 25 and 30 cc.